Event description:
An article in the journal of medical microbiology (2013), 62 states a microscan panel (panel type and lot number unknown) misidentified k. Variicola as k. Pneumoniae. The isolate was cultured from patient blood sample and identified as k. Pneumoniae, 16s rdna pcr testing identified the isolate as k. Variicola as did genetic analysis. The article noted that the incorrect identification of k. Pneumoniae likely would have been seen with any of the automated systems, due to the very rare isolation of k. Variicola. In additional, virulence of k. Variicola is not clear and severe infection has not been described. The mic's were reported correctly but the patient died despite the immediate and appropriate administration of antibiotics.

Manufacturer narrative:
Method: actual device not evaluated - this was reported in an article. Results: isolate not available for evaluation. Conclusions: isolate not available for evaluation.